Manufacturer narrative:
H.6 investigation: three picture samples were provided for evaluation by our quality engineer team. Through examination of the provided pictures, a white fiber was observed near the stopper of one syringe. No further defects could be identified through the picture samples alone. A device history record review was performed for the provided lot number and all applicable sub-assembly lot numbers. The review did not reveal any detected abnormalities during the production process. Based on the photos provided, we acknowledges that there appears to be a white piece of foreign matter in the filled syringe. Based on investigation results to date, root cause could not be determined. Syringe no showed the reported defect.

Event description:
It was reported that an unspecified number of syringe 20ml ll tip conv pak experienced foreign matter contamination and difficult plunger movement during use. The following information was provided by the initial reporter: material no.: 305617 batch no.: 8304513. Complaint 3 of 3: item # 305617 (lot # 8304513). Per email: I have included three highlighted question sections below: critical items ¿ particles: second important item ¿ syringe leaking: combined question: as many answers as possible as quickly as possible would greatly assist us. Critical item - particles: when you were here you stated the incidence rates of particles were tracked at bd through aql testing as 100% inspection is impractical and cost prohibitive. Can you supply us with the known 1. Particle rate? 2. And particle type distribution within that rate? I.e. Black, white, grey, fibrous polymer, fibrous cardboard, strand with typical ftir polymer and ID info? For each of the above part numbers asap. We are trying to set our 100% and aql inspection limits with realistic values to launch 3 new products. Your numbers and data would allow us to potentially close our investigations. Unfortunately, we have already missed our launch deadlines based on these investigations. As soon as we have all our investigation information assembled we would be happy to share this data with you concerning particles believed to originate in the syringes. Second important item ¿ syringe leaking: we have tried to induce leaking via normal handling and pumping and abusive handling and pumping. The good news is the syringes appear very robust and we cannot induce leaking in filled good syringes. The less good news is this means it is more likely to be inherent in a subset of the syringes. When we fill the syringes we notice many fill smoothly and then draw back smoothly when our pumps does a small incremental drawback (to remove tip drops during tip filling). However, some syringes exhibit different visible behavior when filling. They are: 1. Pressure builds then plunger jumps up 2. Plunger exhibits stop and go as it fills 3. Plunger goes up then cants or skews slightly when the small draw back occurs. The definition of leaking is typically a single drop of liquid just beyond the most outside plunger gasket. Of note - in many cases liquid is in between the first and second plunger seals; we do not count this as a leaking syringe. Our thoughts of potential root causes: a. Plunger to barrel tolerance differences? B. Little or no barrel or plunger silicone lubricant? C. Plunger elastomer density/hardness variances? D. Excess silicone oil? Combined questions: please note our incidence of particles and leaking is significantly higher on the 3 and 5 ml syringes. The 20 ml syringe has had very low incidence of either.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 20ml ll tip conv pak experienced foreign matter contamination and difficult plunger movement during use. The following information was provided by the initial reporter: material no.: 305617 batch no.: 8304513. Complaint 3 of 3: item # 305617 (lot # 8304513). Per email: I have included three highlighted question sections below: critical items ¿ particles: second important item ¿ syringe leaking: combined question: as many answers as possible as quickly as possible would greatly assist us. Critical item - particles: when you were here you stated the incidence rates of particles were tracked at bd through aql testing as 100% inspection is impractical and cost prohibitive. Can you supply us with the known 1. Particle rate? 2. And particle type distribution within that rate? I.e. Black, white, grey, fibrous polymer, fibrous cardboard, strand with typical ftir polymer and ID info? For each of the above part numbers asap. We are trying to set our 100% and aql inspection limits with realistic values to launch 3 new products. Your numbers and data would allow us to potentially close our investigations. Unfortunately, we have already missed our launch deadlines based on these investigations. As soon as we have all our investigation information assembled we would be happy to share this data with you concerning particles believed to originate in the syringes. Second important item ¿ syringe leaking: we have tried to induce leaking via normal handling and pumping and abusive handling and pumping. The good news is the syringes appear very robust and we cannot induce leaking in filled good syringes. The less good news is this means it is more likely to be inherent in a subset of the syringes. When we fill the syringes we notice many fill smoothly and then draw back smoothly when our pumps does a small incremental drawback (to remove tip drops during tip filling). However, some syringes exhibit different visible behavior when filling. They are: pressure builds then plunger jumps up. Plunger exhibits stop and go as it fills. Plunger goes up then cants or skews slightly when the small draw back occurs. The definition of leaking is typically a single drop of liquid just beyond the most outside plunger gasket. Of note - in many cases liquid is in between the first and second plunger seals; we do not count this as a leaking syringe. Our thoughts of potential root causes: plunger to barrel tolerance differences? Little or no barrel or plunger silicone lubricant? Plunger elastomer density/hardness variances? Excess silicone oil? Combined questions: please note our incidence of particles and leaking is significantly higher on the 3 and 5 ml syringes. The 20 ml syringe has had very low incidence of either.